Event description:
It was reported that during implantation the health care professional was not able to get the extension to fully seat into the stimulator. The set screw was loosened but his did not resolve the issue. The stimulator was replaced, and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.